Event description:
A malfunction alarm was reported, displaying a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, but the issue recurred. Consequently, technical support arranged for a pump replacement and ensured that the customer would use multiple daily injections as a backup therapy. In addition, the customer was instructed on how to store the pump and return it using a pre-paid label.